Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The tip on the suture needle either not there when suture opened or had broken off. Patient wound irrigated. Patient wound palpated for the tip of the needle. Drapes and patient searched for the tip of the needle. The needle was not found. There was no adverse patient consequence reported.